Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the insulin pump failed to detect the transmitter and was unable to receive sensor signal. Customer states the sensor appears to be fully inserted and flat against the skin. Customer states there was no damage to the connection bridge or pins. Customer states the transmitter led blinked on and off. Customer states the insulin pump was not communicating with the transmitter. Customer stated that when they put in senor, insulin pump was blank. The device will not be returned for analysis.